Manufacturer narrative:
Findings: unit received with intermittent buttons due to light moisture damage to keypad traces. No cosmetic damage noted.

Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown mg/dl.the customer stated that they were unable to change the fixed prime. Customer was advised that the device would replaced and agreed to return product for analysis.